Event description:
During the attempted placement of a coronary stent with delivery system at the target lesion site in the pt's coronary artery, the stent embolized and migrated distally in the vessel. The delivery system was withdrawn from the pt without complication and another balloon catheter was advanced inside the embolized stent, inflated and withdrawn from the pt's body. A second guidewire was advanced along side of the existing guidewire. Another balloon catheter was used to fully expand the stent distal to the intended target lesion site. Two add'l stents were successfully placed at the target lesion site. There were no add'l clinical sequelae reported relative to the event.